Event description:
Procedure type: bladder augmentation. Patient age: unknown, but it was reported that the patient was a small young girl (pediatric case). According to the reporter: the doctor created the side to side anastomosis in the sigmoid colon using the instrument. He did not note anything unusual when firing, and he thought the staples had formed properly. The anastomosis was leak tested, and the doctor discovered gas and fluid leakage at the distal transection staple line. The doctor reported that he only used very little pressure to test the anastomosis. The doctor then hand sewed to repair, which caused extended or time.